Manufacturer narrative:
Plant investigation: a lot number was not provided. Based on the allegation, the reported product¿s lot was on the voluntary recall list. A search was performed of the products shipped to the customer in the three months prior to the event date. Only lot # 20lxac094 was shipped and on the recall list. A product history review was performed. A review of the complaint management identified 3 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for the lot indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac094 met release specifications. As of 03/11/2021 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac094 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac094 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
It was reported that a hemodialysis (hd) user facility was receiving low conductivity values while using a fresenius acid concentrate during morning tests prior to initiating treatment. Reportedly, the acid concentrate utilized was affected by a recent voluntary recall due to lower sodium concentrations. Upon follow up with the fresenius field service technician (fst) it was reported that the clinic had requested his assistance with calibrating the hd machines because their actual conductivity values were slightly lower than the theoretical conductivity (tcd). They were confused about the field alert letters and wanted to make sure the machine reading was true. The fst inspected the machine and confirmed the allegation. The fst, confirmed they were using the affected lots but could not recall if the product was naturalyte or citrasate and does not have a part number or lot number. He indicated the user facility had their alarm limit parameters set to the maximum and did not receive any low conductivity alarms because the value was off by .2 or .3 ms/cm. The fst confirmed the machine was reading accurately and the actual display and his own conductivity meter were matching and accurate. The fst explained why their tcd value was not matching the conductivity displayed. The facility clinic manager indicated that the facility has continued to use the affected lot after adjusting for the reduced sodium. There was no reported of an adverse event, serious injury, nor required medical intervention as a result of the reported event. Additional information was requested regarding the product part number, lot number, and availability for sample return, however, a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a hemodialysis (hd) user facility was receiving low conductivity values while using a fresenius acid concentrate during morning tests prior to initiating treatment. Reportedly, the acid concentrate utilized was affected by a recent voluntary recall due to lower sodium concentrations. Upon follow up with the fresenius field service technician (fst) it was reported that the clinic had requested his assistance with calibrating the hd machines because their actual conductivity values were slightly lower than the theoretical conductivity (tcd). They were confused about the field alert letters and wanted to make sure the machine reading was true. The fst inspected the machine and confirmed the allegation. The fst, confirmed they were using the affected lots but could not recall if the product was naturalyte or citrasate and does not have a part number or lot number. He indicated the user facility had their alarm limit parameters set to the maximum and did not receive any low conductivity alarms because the value was off by .2 or .3 ms/cm. The fst confirmed the machine was reading accurately and the actual display and his own conductivity meter were matching and accurate. The fst explained why their tcd value was not matching the conductivity displayed. The facility clinic manager indicated that the facility has continued to use the affected lot after adjusting for the reduced sodium. There was no reported of an adverse event, serious injury, nor required medical intervention as a result of the reported event. Additional information was requested regarding the product part number, lot number, and availability for sample return, however, a response was not received.